Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
A customer reported that the 9900 system locked up with a communications error message during a case. No patient injury was reported.